Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states he experiencing a vast range of blood glucose versus sensor glucose. Customer's blood glucose is 185 mg/dl. Customer was advised that sensors would need to be replaced. No further information provided.